Manufacturer narrative:
(B)(4). Batch # m53z4l. Cartridge, pan. Conclusion: the analysis found that one pce60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. In addition the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge to be broken and the pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to the cartridge pan dislodgement. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the cartridge pan came off and it was left in the jaw. The left cartridge pan could not be removed. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.